Manufacturer narrative:
Detailed product information was not provided to bsc. The unique device identifier (UDI) could not be completed because the batch/lot number and upn were unavailable. A good faith effort will be made to obtain the relevant details regarding the reported complaint. If additional information becomes available, a supplemental report will be submitted.

Event description:
It was reported that stent damaged occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. The physician successfully performed rotational atherectomy using a 1.50 mm rotapro burr, followed by deployment of a 2.75 x 24mm synergy xd stent and a 3.50 x 28 mm megatron stents. Post-dilation was successfully carried out using a 4.0 mm balloon proximally and a 3.0 mm balloon distally. The opticross catheter was used successfully for six imaging runs in the diagonal and lad arteries. However, during the final run, the catheter became stuck within the stent and was difficult to dislodge, resulting in concertina deformation of the stent. An additional wire was introduced and advanced distally alongside the catheter to aid in its retrieval, and small balloons were used to free the stuck catheter. The catheter was successfully retracted but was found to be damaged. The patient experienced discomfort and pain during the procedure. The procedure was completed with another of the same device, and the patient was expected to make a full recovery.

Event description:
It was reported that stent damaged occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. The physician successfully performed rotational atherectomy using a 1.50 mm rotapro burr, followed by deployment of a 2.75 x 24mm synergy xd stent and a 3.50 x 28 mm megatron stents. Post-dilation was successfully carried out using a 4.0 mm balloon proximally and a 3.0 mm balloon distally. The opticross catheter was used successfully for six imaging runs in the diagonal and lad arteries. However, during the final run, the catheter became stuck within the stent and was difficult to dislodge, resulting in concertina deformation of the stent. An additional wire was introduced and advanced distally alongside the catheter to aid in its retrieval, and small balloons were used to free the stuck catheter. The catheter was successfully retracted but was found to be damaged. The patient experienced discomfort and pain during the procedure. The procedure was completed with another of the same device, and the patient was expected to make a full recovery. It was further reported that a non-boston scientific guidewire was used assist with catheter retrieval. The catheter was removed intact, the catheter tip was found to be damaged, and concertina deformation was confirmed in the synergy xd stent.

Manufacturer narrative:
Detailed product information was not provided to bsc. The unique device identifier (UDI) could not be completed because the batch/lot number and upn were unavailable. A good faith effort will be made to obtain the relevant details regarding the reported complaint. If additional information becomes available, a supplemental report will be submitted.